Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was having operational questions in dwell 6/6. The heater bag was more than half way full and the cycler had already transferred the solution from the bag connected to the last green line. The patient contact inquired if this is normal during the last dwell phase. The last bag of 2l is a medicated bag and it is connected to the last green line. The patient was using a medicated bag due to an infection. The cycler was reported to be working properly. The patient was able to complete treatment. No further information has been made available at this time.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87212) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer event.